Event description:
The ventilator was connected to a pt, the customer reports that the bellows split at the seam. There was no pt injury.

Manufacturer narrative:
The reported failure could not be verified. The returned bellow was tested in co's workshop without any registered failure. However, the described problem, may have been caused by that the bellow was out of position and therefore didn't function as it should. There is only one similar complaint reported to us during the last 12 months, this shall be related to the big volume of this product. This complaint will be added to the statistical base for analysis of failure trends.